Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead impedance rose and is high. The lead was also noted to have a sudden rise in pacing threshold that became high. Reprogramming occurred and the lead was later capped and replaced. The device was replaced due to decreased longevity with the high rv outputs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.